Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reported that starter hole was off centered. She stated that it has been ongoing and getting worse over the years. She also stated that only 3 wafers in every box were usable and due to her medical condition she had to be careful that her wafer was put on just right and can't use the off centered ones. The product was not used on patient. No photo is available at this time.